Manufacturer narrative:
Complaint not confirmed. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 3/29/2022, it was reported by a sales representative via phone that an ar-8925ss syndesmosis tightrope one of the two strands was either cut or missing from the kit and surgeon was unable to cinch down the device. Everything was removed from inside the patient and another ar-8925ss syndesmosis tightrope was opened from a different lot number and case was completed without further issues. This was discovered after implanting device during an ankle syndesmosis procedure on (B)(6) 2022.